Event description:
It was reported to philips that therapy test failed.there¿s no patient involvement. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation.